Event description:
Caller reported a malfunction on the pump with a displayed code, malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.